Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user recently tapered off prednisone, perceived increased insulin sensitivity, manually suspended insulin delivery on the pump when glucose trended below 100 mg/dl, and treated with oral glucose despite no documented readings below 70 mg/dl or urgent low alerts; the user expressed concern that the system was not accounting for increased sensitivity and a clinician provided education on adaptation and meal announcements. Symptoms included perceived hypoglycemia. Outcomes included no hospitalization and improvement in glucose after education. Investigation included clinical data review by support and follow-up by a clinical diabetes specialist with guidance on basal and correction adaptation and a soft reset approach. Investigation of this case revealed no device malfunction or alarm behavior and identified user-driven pump suspensions and overtreatment as the likely contributors to perceived lows during post-steroid adaptation. It was concluded, based on previously established findings for similar reports, that the cause was use-related behavior during physiologic adaptation after steroid cessation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.